Event description:
Went to place PICC [peripherally inserted central catheter] line in cpc [clinical practice consultation] on patient. Obtained access to the left brachial vein x 1 attempt without any access issues. Threaded guidewire in with ease initially but then met resistance. Pulled guidewire out and it redrew easily. Then applied a hot pack to the chest/shoulder and attempted to reposition arm so that guidewire would potentially thread in smoother. I had the same experience of it going in smoothly at first and then meeting resistance. Went to pull guidewire out and it came out smoothly at first and then I met resistance. Called ir [interventional radiology] and dr came to the bedside. Dr removed the guidewire and with removal it became frayed. Dr. Recommended that we obtain a chest xray and the xray showed a small portion of the tip of the guidewire in the left arm. Dr recommended to the patient's team that the portion of the guidewire be left where it was as it was a bigger risk to attempt to remove it.